Event description:
A customer reported a cgm error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided complete pump reset instructions and guided the customer through the process. After the reset, the cgm error did not reoccur, and the customer successfully started a new sensor session.